Event description:
It was reported that during the treatment of a acom aneurysm, an embolization coil being positioned; however, it could ot be advanced completely into the aneurysm. Upon retracting, the coil prematurely detached partially within the aneurysm and microcatheter. An attempt was made to push the coil into the aneurysm unsuccessfully. The microcatheter was manipulated and in doing so, the proximal end of the coil dislodged into the mca. Attempts were made to retrieve the coil loops with a snare, alligator retrieving device and balloon; however, these attempts were unsuccessful. The pt was transferred to neurosurgery where the coils were surgically removed from the pt. On (B)(6) 2012, the pt was reported to be doing well. No deficits reported.

Manufacturer narrative:
Sample analysis: the device implant coil was returned knotted in a mass contained in a plastic vial. The coil is completely stretched into wire. The proximal end of the coil is removed. The distal end is normal in appearance. The delivery pusher nor introducer was returned for eval. The root cause of this complaint cannot be determined as the entire device was not available for eval. The microcatheter used with this device was not returned for eval. We cannot determine if this was an attributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.